Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) was broken and therefore the pixel shift was incorrect should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced a grainy picture during an unspecified procedure. There were no reports of patient harm.